Event description:
It was reported that on (B)(6), the rn attempted to remove the epidural catheter and it broke, leaving approx 8cm of the catheter retained in the pt. On (B)(6), the pt was sent for a CT scan. On (B)(6), an injection of indigo carmen was injected into the pt in order to better visualize the retained piece under fluoroscopy. The pt was then sent to operating room for a successful removal of the catheter. There were no reported pt complications.

Manufacturer narrative:
(B)(4). F/u report will be filed when eval is complete. Additional info from the voluntary report: arrow flex tip plus epidural. (B)(6).